Event description:
The manufacturer received information alleging a patient with an innospire essence device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The device is missing and unavailable for return to the manufacturer for investigation.